Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via foundation care regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve and gastrointestinal/pelvic floor. It was reported the patient told them that one of their implants was removed because it wasn't working for them. They had no further information. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who is concerned that their implantable neurostimulator (ins) will not be beneficial and help them at all. No further patient complications have been reported as a result of this event.